Event description:
The customer reported the system would not produce fluoroscopic x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated power supply connectors. The system operates as intended.